Event description:
The tubehead of the intraoral x-ray unit detached from the yoke and fell on the ground when the assistant started to pull the tubehead to stretch the arm in preparation to take an x-ray on a patient.

Manufacturer narrative:
There was no patient or user injury with this incident. A dealer service technician performed an on-site inspection of the x-ray unit. The tubehead disconnected when the hardware that secures the tubehead to the yoke came loose. The dealer service technician stated there was no reported indication of any issues with the tubehead prior to the incident. The manufacturer has requested return of the components for inspection. The unit has been taken out of service and will not be repaired.